Event description:
Baxter homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) (B)(6) 2012 to relay report received from the home patient (hp) on the same day for unknown quantity of minicaps, product code 5c4466p, lot number gd890541, in which the caps ''are dried out/discolored/swollen - they're just no good.'' Hcsr supplied lot number gd890541 from the hp's last order. Hcsr relayed that the hp stated that the problem has been recurring for an unknown period of time and that ''every box received'' has had the same problem. No injury or adverse event is reported. Baxter product surveillance was contacted by the hp on (B)(6) 2012 the regarding reported problem. The hp stated they do not have any of the minicaps available for evaluation; they stated they provided some of them to their clinic though so they may have them available. The hp stated they cannot recall how many minicaps were dried out, they stated it was not a whole box but they would run across several good ones and then several bad caps. The hp stated that they would not use the dry caps at all. The hp stated that they would only use a minicap if it looked like it had sufficient iodine in it. The hp stated that there were no exterior damage to the packaging, nor were the minicaps themselves damaged. The hp stated that they do not know what is causing such a problem. The hp stated that this problem has not caused any negative outcomes since they don't use these minicaps. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(4) 2012 the regarding reported problem. The pd rn stated that the patient did provide them with the problem minicaps; however, they no longer have them available for evaluation. The pd rn confirmed with the patients report, which the caps did look like they were dried out. The pd rn stated that the patient never used any of the minicaps that were dry. The pd rn stated that the clinic provided the patient with extra minicaps just in case they ran short or came across more problem minicaps. The pd rn stated the patient's therapy has not been hindered due to this report and has been continuing as normal.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is known. Since the lot number is know, a batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. Batch review results were acceptable for the lot number gd890541.